Event description:
It was reported that one device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 instrument clip info was bad, (it did not cut the vessels). A new clip applier was used to complete the case. There was no consequence to the pt.